Event description:
A customer contacted global technical services (gts), regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, while the home patient (hp) was not connected. The technical service representative (tsr) explained the alarm and asked the hp if they felt any iipv symptoms from the previous therapy. The hp stated no. The hp stated that they called the rn, who informed the hp to contact gts. The tsr advised the hp to let the rn know that they would be using manual supplies for the night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012. The rn stated she was aware of the alarm, but did not believe the patient was overfilled. The rn stated that the patient was performing therapy with a low fill of around 900ml. The rn stated, with this small of a volume, she did not think the patient could have been overfilled. The rn stated that there was no patient injury or medical intervention associated with this event, and that the patient has been continuing therapy successfully on the cycler. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint.